Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling dizzy and then their implantable cardioverter defibrillator (ICD) "hit" them. The patient moved to another room in their house and "it hit me three more times." Follow up attempts were made to the patient's physician to determine if the shocks were appropriate but were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.